Manufacturer narrative:
(B)(4). The disposable set was not returned to baxter and there was no report of issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Although it was alleged that the cause of the air was an incomplete prime, insufficient information was provided to determine the cause of the alarm, since an incomplete prime is not a known cause of this type of alarm during the dwell stage. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The home patient (hp) was connected at the time of the alarm. This occurred dwell cycle one of five of peritoneal dialysis (pd) therapy. The hp indicated the technical service representative explained proper procedure to the hp and advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.